Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number(B)(4). Event occurred in italy it was reported that patient experienced low biood glucose event on 21-feb-2026. The patient was hospitalized due to severe hypoglycemia leading to coma and subsequently admitted to hospital for greater then 24 hours. No further information available.